Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The physician attempted to advance the promus element 3.00x28mm stent through the circumflex artery multiple times, however it was unable to cross the lesion. The stent was dislodged from the delivery system and was caught on the guide catheter. The stent, guide catheter and guide wire were removed as a unit. The physician ended the procedure. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the stent delivery system (sds). The stent was damaged along it's entire length. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. There were also kinks identified along the entire length of the hypotube shaft. The tip of the device was flared. No further product analysis was performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The physician attempted to advance the promus element 3.00x28mm stent through the circumflex artery multiple times, however it was unable to cross the lesion. The stent was dislodged from the delivery system and was caught on the guide catheter. The stent, guide catheter and guide wire were removed as a unit. The physician ended the procedure. No patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to a marketed us device.